Manufacturer narrative:
Tracking #.50667. D5,6; h4: info not available. Based upon the inquiry info, visual examination and functional test, no conclusion could be reached as to how the reported event during surgery occurred. The device was examined, found to be functional, and was cycled repeatedly without incident. The experience reported by the surgeon could not be repeated during testing.

Event description:
It was reported by the rep the device was used during a diagnostic laparoscopy. It was reported on the 355sd the shield reset button would not hold until the trocar was in the abdomen. When trying to insert the trocar the blade would retract and the safety shield would re-cover the blade. Another trocar was used to complete the case. There was no consequence to the patient.